Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx implanted in the mitral position for 8 years and 1 month underwent a valve-in-valve procedure due to severe stenosis and mild regurgitation secondary to calcification and one frozen leaflet. Patient presented with shortness of breath and some fatigue on exertion, chronic class 2 diastolic heart failure. The procedure was performed with a 29mm 9600tfx transcatheter valve. Patient tolerated well the procedure. The patient was transferred to recovery room in stable condition. Per med records: echo 7/8/2022 bioprosthetic mitral valve with mild mitral regurgitation and severe mitral stenosis- mean gradient 19mmhg.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
F11 corrected data: sections b5, b7, and h6 health effect - clinical code.

Event description:
It was reported that a patient with a 31mm 7300tfx implanted in the mitral position for 8 years and 1 month underwent a valve-in-valve procedure, per the records due to severe stenosis and mild regurgitation. Per initial information there was calcification and one frozen leaflet. The patient presented with shortness of breath and some fatigue on exertion. The procedure was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transferred to recovery room in stable condition.